Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number (B)(6); product type: heart valves; implant date na; explant date na product ID d-evolutfx-34;product lot/serial number (B)(6); product type: heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve implantation process with the transcatheter aortic valve evfxplus-34, valve infolding was observed when the valve was opened to 80%. The valve was removed and replaced with another valve. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the valve implantation process with the transcatheter aortic valve evfxplus-34, valve infolding was observed when the valve was opened to 80%. The valve was removed and replaced with another valve. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured once due to the frame appearing constrained but there was no sign of infolding with multiple projections. The infold was first noticed during the second deployment attempt. A procedural delay occurred as a result of the infold as it was necessary to load another valve.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.